Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:56:12. During night drain cycle four, the patient's ultrafiltration reading was 1093ml, indicating the home patient (hp) drained 1018ml more than their maximum programmed fill volume of 1500ml. No additional information is available.